Event description:
It was reported that the customer blood glucose (bg) level was displayed as "low"; however, specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates to address bg and did not require assistance from a third-party. Customer updated their pump settings to address the event.